Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the perfix light plug may have caused or contributed to the events as alleged. As reported the patient was told by a doctor that his symptoms are ¿most likely due to the mesh being attached to his nerves.¿ however, the diagnosis has not been determined. As reported the patient is going to discuss his options with another surgeon. To date no appointment has been scheduled and there has been no surgical intervention to address the patient's symptoms. At this time, no conclusion can be made. To date this is the only reported complaint for this manufacturing lot of 159 units released for distribution in november, 2016. A review of the manufacturing records was performed and found that the lot was manufactured to specification should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a left inguinal hernia repair and was implanted with davol perfix light plug. As reported, the patient experienced severe pain in his left groin and underwent multiple injections of steroids for the pain and inflammation. As reported, the patient was given steroid injections for a 4 week period after implant of the perfix light plug. As reported the patient has seen several specialist since the implant for complaints of stomach pain, swelling at the bottom of the incision site as well as a reoccurring abscess with purulent discharge. As reported, the patient has seen a gastroenterologist and underwent an upper endoscopy and CT scans which were reported to be normal. As reported, the patient had last seen a doctor a few months ago and was told the issues he is experiencing are ¿most likely due to the mesh being attached to his nerves.¿ the patient reports that, he will be following up with another surgeon to discuss his options. As reported the patient has lost over 20lbs since the implant procedure.